Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary # product ID# 4968-35 the lead was returned, analyzed and no anomalies were found, visual summary analysis of the lead was performed.

Event description:
It was reported that product fragments were found in the pocket space. The product fragments were removed from the patient intraoperatively, and the ventricular lead remains in use. No patient complications have been reported as a result of this event.